Event description:
It was reported that three days after an implant procedure, the heart had possibly been perforated from the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086, implantable pacing lead, (B)(6) 2014. (B)(4).